Manufacturer narrative:
B5: describe event or problem: updated with additional information.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal part of the right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured at the lesion part. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that during inflation for about 10 seconds, balloon ruptured. Additionally, neither the balloon nor the segment of the balloon affects the patient after it ruptured.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal part of the right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured at the lesion part. The procedure was completed with a different device. No patient complications nor injuries were reported.